Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer reported a bg level of 76 (mg/dl) due to over bolusing for dinner. Juice was consumed to address bg level. It was indicated that the current pump and manual injections would be used for diabetes management.